Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned tandem handle indicated that it fractured in half, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the plastic handle on impactor broke during trialing usage. The procedure was completed without delay using an s&n back-up device. All pieces were recovered and the patient was not affected. The final outcome of the surgery was as planned.

Event description:
It was reported that during surgery the plastic handle on impactor broke during trialing usage. The procedure was completed without delay using a back-up device. It is unknown if there was a patient injury or other complications due to this issue.